Manufacturer narrative:
Returned device was received in poor physical condition. There was wear and tear to the drain fitting, enclosure, front cover, pole clamp, water tank cover, and line cord. During the evaluation of the device, the issue was confirmed and the fault was found to be with a faulty power control board. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer was not alarming and the main board is damaged. There were no reported adverse events.